Event description:
New information: the patient was seen in clinic for follow up on 27 feb 2020. The atrial noise was reproducible in clinic with isometrics. To address the noise, the device was reprogrammed to change the sensing and pacing modes from dual to ventricular only.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the remote transmission revealed noise on the right atrial lead and p-wave amplitude variation. Programming changes and revision were discussed, but no intervention was performed. There were no reported patient symptoms.